Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was 490mg/dl at the time of incident. Troubleshooting advised customer to wait until the notification light stops blinking, remove the battery and insert a new battery. Customer was also advised to update the date and time and call back if the battery change does not resolve the issue. The insulin pump will not be returned for analysis.